Event description:
It was reported that the health care professional (hcp) called for a consult review for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed the data and found the right atrial (ra) pacing lead impedance measurements are high out of range measuring 2,380 ohms. It was noted that ra pacing impedances have been intermittently high. Ts recommended to follow-up with the cardiologist. The ra lead was programmed off. At this time, the device and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that the health care professional (hcp) called for a consult review for this patient with an implantable cardioverter defibrillator (ICD) system. Technical services (ts) reviewed the data and found the right atrial (ra) pacing lead impedance measurements are high out of range measuring 2,380 ohms. It was noted that ra pacing impedances have been intermittently high. Ts recommended to follow-up with the cardiologist. The ra lead was programmed off. At this time, the device and ra lead remain in service. No adverse patient effects were reported.